Event description:
As reported to coloplast though not veriifed, erosion, pain, dyspareunia, urinary incontinence.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Devcie not returned.